Event description:
It was reported by the patient that the patient's blood glucose level rose to 13.9 mmol/l (250 mg/dl) while wearing the pod between 49 and 71 hours. When removed from the infusion site, the patient observed blood on the pod's back and suspected insulin, with occasional stabbing pain earlier that morning suggesting the cannula may have dislodged. It was reported the cannula retracted, indicating a needle mechanism failure. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the needle mechanism failure the reported dislodged cannula and leaking. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.